Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "fiber removed from the eye." (Foreign body, removal of). Product problem(s): "fiber" (foreign material present in device). The surgeon is complaining about "blue fibers" being found in the eye on the day of surgery and sometimes on the first post-op visit. He feels it has to be from something in the packs. Add'l info was requested.